Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on 5/9/17. Char was noted on electrode #1. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer's ref. No: (B)(4).

Manufacturer narrative:
Event description continuation: the electrodes does not represent a serious injury in itself, nor is it necessarily the result of device malfunction. The issue with ECG signal noise was also assessed as not MDR reportable. Only intracardiac signal noise was indicated. Therefore, there were signals available to monitor the patient¿s heart rhythm. The impedance issue was assessed as not MDR reportable as the risk to the patient was low since there were high impedance warnings which populated. Additional information was received on april 7, 2017 stating that it was discovered that the patient expired. Although there was no supporting evidence, the physician speculated that due to the time frame, an esophageal fistula may have been a potential cause of death. Since this adverse event resulted in the patient¿s death, it is MDR reportable. The awareness date has been reset to april 7, 2017. No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. The device history record (DHR) for the lot number 17618948l has been reviewed and it was verified that device was manufactured in accordance with documented specifications and procedures. Concomitant medical products: smartablate generator, model #: unknown, serial #: unknown. (B)(4).

Event description:
It was reported that a male patient underwent an ablation procedure for atrial fibrillation with a thermocool smarttouch bi-directional sf catheter. Notification was received three weeks post procedure that the patient expired. During the procedure and two hours into the ablation, impedance exceeded the cut-off of 215 ohms and the high impedance warnings populated on the smartablate generator. This was accompanied by significant signal interference (noise) on a distal electrode. Grounding patch was changed without resolution. Cable was changed without resolution. Catheter was changed and the issue resolved. Char was observed on the catheter tip. Generator parameters included standard smart touch sf settings. Temperature was not noted. Patient received anticoagulant (heparin) during the procedure there were no issues related to temperature of flow. No other errors were reported on the biosense webster, inc. Equipment during the procedure. Procedure was completed with the same or similar device. Patient was reported to be in stable condition. There were no patient consequences during the procedure. There is no information regarding extended hospitalization. Procedure was prolonged by 5 minutes. The char issue was assessed as not MDR reportable. The information available does not indicate a substance other than char was noted on the catheter. Char is a physical phenomenon of radio frequency energy delivery and can be the normal result of the ablation process. The presence of char on...

Manufacturer narrative:
Originally the concomitant product information for the smartablate generator was reported as unknown. However, additional information was received on may 25, 2017 providing the following information: concomitant product: smartablate generator, model #: g4c-1319, (B)(4). It was reported that a male patient underwent an ablation procedure for atrial fibrillation with a thermocool smarttouch bi-directional sf catheter. During the procedure and two hours into the ablation, impedance exceeded the cut-off of 215 ohms and the high impedance warnings populated on the smartablate generator. This was accompanied by significant signal interference (noise) on a distal electrode. Grounding patch was changed without resolution. Cable was changed without resolution. Catheter was changed and the issue resolved. Char was observed on the catheter tip. Generator parameters included standard smart touch sf settings. Temperature was not noted. Patient received anticoagulant (heparin) during the procedure. There were no issues related to temperature of flow. Procedure was completed with the same or similar device. Patient was reported to be in stable condition. There were no patient consequences during the procedure. There is no information regarding extended hospitalization. Additional information was received three week¿s post procedure that the patient expired. The device was initially visually inspected and found char on the electrode#1. However, during the second inspection detail, there wasn¿t any char on the tip area. The char could be loose during the decontamination process. Then, per the event, the catheter was tested for electrical performance, temperature response and generator test and it was found within specifications. After that, a deflection test was performed and the catheter passed. The catheter was evaluated for eeprom, and the functionality of the sensor of the catheter was tested on the carto 3 system. The catheter was recognized by the carto 3 system. No error messages were displayed and the catheter was properly visualized. Eeprom data demonstrates the catheter was properly calibrated during manufacturing. Finally, an irrigation test was performed and the catheter passed, no occlusion was observed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the death remains unknown.